Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per t:slim x2 user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Reportedly, there was an obstruction between the pump and transmitter. Customer's blood glucose (bg) level was 271. Customer delivered a bolus to addressed bg levels.